Event description:
On (B)(6) 2010, pt underwent attempted da vinci laparoscopy total hysterectomy. Due to difficulty with ventilation, the robotic procedure was aborted for an open laparotomy. The koh cup was inadvertently retained in the vagina.